Event description:
It was reported via repair work order that the side rails would lower unassisted due to damaged side rail assist cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.